Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the temperature, centrifuge speed, timing, pressure, and vacuum. The fe repeated the reader adjustments and the camera setting. The customer ran and verified qc was fine. The provue is operating as expected and within specification. The instrument is operating as expected. No repairs needed. (B)(4)

Event description:
The customer called to report that the provue gave a negative result for an antibody that was detected in the manual gel method. No erroneous results were reported.